Event description:
It was reported that a patient felt a shocking sensation as well as leg pain and swelling. It was stated that the patient's device worked "great" for the first month then "something went wrong". It was stated that the patient was "electrocuted by the device". It was reported that the patient felt like her "entire body was in the grips of a paralyzing episode" when the stimulator "went haywire and shocked her whole body". It was reported that the patient's legs have been swollen to "at least twice their normal size with fluid" since the shocking event. It was stated that the patient has seen many specialists and has been prescribed several "water pills" with no relief. It was reported that the patient was experiencing "pain and misery" and swollen legs and feet every day. No further information was provided. More information has been requested, and if received a supplemental reported will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).